Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas loss error.

Manufacturer narrative:
Customer reported gas loss alarm. A getinge field service engineer (fse) evaluated the iabp unit and not able to duplicate the issue the customer experienced. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Event description:
N/a.